Event description:
Additional information indicated that the patient's symptoms included few macular erythematous lesions on their chest and diffuse erythroderma of the face, neck, chest, and shoulders with peeling skin over the right shoulder.

Event description:
It was reported that the patient had a diffuse pruritic rash. The patient's right implantable pulse generator (ipg) was explanted 2012 (B)(6). The patient was not re-implanted prior to the rash. The patient was given intravenous (IV) antibiotics and the doctor was waiting for the rash to clear before re-implant. The patient switched from cefazolin to vancomycin 2012 (B)(6) and the problem resolved without sequelae 2012-09-08.

Manufacturer narrative:
Product ID, 7482a51 serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 7482a51 serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 3391s-40 lot# v159369, implanted: 2009 (B)(6), product type lead product ID, 3391s-40 lot# v159369, implanted: 2009 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).